Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) liquid crystal display (lcd) panels. The device then passed all testing.

Event description:
It was reported that a ventilator had a screen problem. There was no report of patient involvement.